Manufacturer narrative:
UDI code not available for this device. The device was explanted and returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 1998, was re-implanted with a cochlear implant on (B)(6) 2014, due to a device malfunction.